Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they went to see the dentist on september 2nd and turned their stimulation off due to the stimulation shocking them when they lay down and going nuts. Patient stated that when they turned the stimulation back on, they didn't feel any stimulation but the controller displayed that the stimulation was on. Patient noted that they tried to turn the stimulation on and off 9-10 times and that did nothing. Agent walked patient through a controller reset and patient confirmed the controller powered back on. Patient confirmed group c was highlighted in green. Agent walked patient through increasing their intensity in group c to see if they could feel the stimulation. Patient increased stimulation on group c from 0.2 to 3.0 and confirmed they felt a tingling in their legs. Agent reviewed how to increase stimulation with patient as patient was confused and thought they had to use the recharger. Agent reviewed with patient everything appears to be working as intended and to keep playing with their intensity settings until they got the stimulation exactly where they want it. When asked for a managing hcp; patient mentioned that they have not been to a doctor since they were implanted. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their problem was not that they were getting shocked, but somehow the 'c-valve' was on '0'. This was resolved when the 'c-valve' was set to 5.2 like it originally had been by the tech.